Event description:
The customer called the philips response center to request the schematic diagram for the codemaster power supply assembly. No power supply failure symptom was provided. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer called the philips response center to request the schematic diagram for the codemaster power supply assembly. No power supply failure symptom was provided. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.